Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 2.50 x 38 synergy drug-eluting stent, the stent was deformed when the protective hoop was removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged with struts at the proximal edge lifted from the stent profile. Struts on the distal row 10 were found to be slightly stretched. The maximum crimped stent profile measurement and the crimped stent outer diameter (od) at the undamaged proximal portion are within specification. The stent was still securely crimped onto the balloon wall. The product stent protector was not returned for analysis with the device. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft. A visual and tactile examination of the mid-shaft section found one midshaft kink at 46mm distal from the hypotube to midshaft bond. The outer extrusion, inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 2.50 x 38 synergy¿ drug-eluting stent, the stent was deformed when the protective hoop was removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.